Event description:
The user had a significant blow to the head on the right side (3 days ago) falling in the park. The parents did not notice a change to child's responsiveness to sound and did not suspect a problem. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a significant blow to the head on the right side falling in the park. The parents did not notice a change to child's responsiveness to sound and did not suspect a problem. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had a significant blow to the head on the right side falling in the park. The parents did not notice a change to child's responsiveness to sound and did not suspect a problem. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user had a significant blow to the head on the right side falling in the park. The parents did not notice a change to child's responsiveness to sound and did not suspect a problem. The user has been re-implanted.